Event description:
The patient's system was explanted due to infection at the pocket and lead site.

Manufacturer narrative:
Explanted product was discarded by the surgical center. No product will be returned for evaluation.